Manufacturer narrative:
Additional info: pump: cat#: 72402287; serial #: (B)(4); exp date: 08/13/2013. Pump: (B)(6) 2012. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported the pt experienced recurring incontinence and dissatisfaction due to the cuff button not engaging and the pump migrating. Surgery was performed on (B)(6) 2013 to replace the previous acticon device with a new acticon device. No further pt complications were reported in relation to this event.